Event description:
It was reported that the surgeon noticed the operative staff noticed that the ample of the cement was broken before used for the op. So, the surgeon used a spare product and the procedure was completed without any problems and delay.

Manufacturer narrative:
Additional information has been requested and if received will be provide din a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.